Manufacturer narrative:
(B) (4). Dent on cutter. Evaluation summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it did not cut properly. The instrument was disassembled and a dent was found on the cutter, thus not allowing the proper cutting of test media. While no conclusion could be reached based on the analysis results as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used in a biopsy to extract breast tissue samples. There were metal shavings within the specimen collection. The pt has been released. There have been no pt consequences reported.